Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, found transducer pt802 have recorder faults in the events log, pt802 successfully calibrated not having effect on expiratory tidal volume (vte) after calibration. Transducer fault at power up/auto zero with the successful calibration of all transducer indicates that the auto zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto zero calibration at power up and operational auto zero checks. Solenoid failure. CAPA ca-2017-0206 was created for this issue.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire fsr evaluated the device onsite. The unit was opened for troubleshoot, booted into service mode. Ran transducer test but the device failed. As a resolution fsr ordered main board. Calibration and ovp was performed. The unit passed as per vela service manual.

Event description:
The customer reported that the vela comp d shows transducer fault. As of this time there is no information about patient involvement.